Event description:
A customer reported a low reading with the adc device. The customer stated that due to this issue, customer required third-party intervention. However, no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading with the adc device. The customer stated that due to this issue, customer required third-party intervention. However, no further information was provided. There was no report of death or permanent injury associated with this event. The following additional information is being provided in this report: the following additional information was obtained on 28 mar 2022: it was clarified that the customer did not require third-party intervention due to this product issue. Based on the additional information provided, there is no indication that the adc device caused or contributed to an adverse event. Therefore adc considers this issue to be non-reportable and closed.

Manufacturer narrative:
Based on the additional information obtained, there is no indication that the adc device caused or contributed to an adverse event. Therefore abbott diabetes care (adc) considers this issue to be non-reportable and closed. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. The following has been updated per additional information obtained: